Manufacturer narrative:
Additional information: g3, h3 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Three devices were available for evaluation. Visual inspection noted that two were fully fired and one was not fired. The reloads were fully fired with the interlock engaged. The jaws were open. Microscopic evaluation noted that each reload had damage to the cutting edge of one of the knife blade. The reload had a full staple complement. The jaws were open. Functionally, each reload was loaded into representative instrument for functional testing. Both reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. The reload was loaded into a representative instrument. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the staple line was bleeding. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of knife damaged blade. The product analysis noted evidence that the device was not used as intended. This issue may occur when an obstacle has been incorporated in the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that two were fully fired and one was not fired. It was reported that the staple line was bleeding. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of knife blade damage that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user, ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lap-assisted living donor nephrectomy, there were issues after firing the sigsds30ctvt 30mm vasculr/thn shrt sd stapler, specifically excessive bleeding from the staple line on the renal artery. The patient lost 1.2 liters of blood, and the procedure time was extended by 2 hours. It was noted that a blood was required. The incision was significantly extended, and the surgery was converted from laparoscopic to open to control the bleeding. A vascular surgeon was called in to assist with controlling the bleeding. Suturing was performed to resolve the issue.